Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. It is likely to physical damage on the ballon water-tube, watertightness was lost and was confirmed clogging of the ballon water-tube the foreign objects could not be removed. However, a definitive root cause could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The event can be detected/prevented by following the instructions for use which state: the instruction manual olympus bf-uc190f reprocessing manual describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited foreign objects came out at the distal end due to clogging of the balloon water tube and channel was blocked. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to damage on the balloon water tube; distal end was shaved; adhesive on bending section cover was detached; bending angle in up direction did not meet the standard value due to wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.